Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory. The reported magnet detection anomaly and inability to download firmware were not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. A firmware download was able to be performed using the programmer, and a magnet was able to disable the hv functions. The cause of the reported anomalies could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital after receiving multiple shocks. Upon interrogation, the device was found to be in back up vvi mode and was not responsive to magnet. Attempts to download firmware failed. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.